Manufacturer narrative:
Results: related to operational context-the root cause of the reported event was most likely procedural related. Conclusion: related to operational context-the root cause of the reported event was most likely procedural related. (B)(4).

Event description:
The physician was attempting to use a sprinter legend balloon to treat a lesion , however it is reported that the balloon ruptured at 8 atm¿s during the procedure. Evaluation summary: the distal tip was flared. Negative purge failed to confirm the presence of a leak most likely due to the presence of blood in the inflation lumen and balloon. The device was placed in a water bath to disperse the blood. On removal of the device from the water bath, negative purge was performed and a constant stream of air bubbles was seen to enter the syringe confirming the presence of a leak in the device. When an attempt was made to inflate the device using an indeflator, the device would not hold pressure. A small tear was located on the body of the balloon proximal to the distal inner shaft marker. A radial scratch was visible at the leak site.